Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a64 alarm and communication anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a recurring insulin pump error alarms. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated that they ran self test and the insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.